Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was vibrating and the bearing was worn. The device also failed pretests for vibration assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during pre-surgery inspection, it was observed that the attachment device was not locking. It was further reported that the device would not lock a cutter into place. During in-house engineering evaluation, it was determined that the device was vibrating and the bearing was worn. The device also failed pretest for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.